Manufacturer narrative:
Analysis conclusion: there is no evidence that these parts were manufactured incorrectly or that there was a pre-existing flaw which led to failure of the parts. There is evidence that these parts were used to cut rigid boney structure that has led to ductile bending of the inner tube cutting teeth and eventual cleavage of the cutting head from the inner tube. (B)(4)

Event description:
It was reported that during a scheduled pan sinusectomy a powered debrider was being used. The surgeon used the microdebrider for about 30 minutes before the tip of the blade broke off in the sinus cavity. The surgeon was able to retrieve the fragment with a takahashi (cupped forcep) without difficulty and placed into a specimen cup. There was no injury to the patient, no additional care needed.

Manufacturer narrative:
The outer blade was examined visually with no magnification and appeared used (bloody), but undamaged. The inner blade was broken off at the tip, which was returned in a specimen cup. Both pieces showed blood, but not excessive organic debris. The tip was examined at 20x magnification. It appeared very deformed at the third tooth and was separated from the inner blade below the first tooth. Historically there have been few complaints for this item number breaking at the tip. The device will be sent to the failure analysis lab for a more thorough analysis. A stock audit of 6 units from 3 different lots has been picked and delivered to the analysis lab also. The lot numbers for these stock audit samples will be included in the final investigation report. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition." The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an product malfunction in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Without serious injury or intervention we are filing this report as a product problem. The straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces.